Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number: (B)(6). E1: reporter phone number the following functional tests were performed: a philips field service engineer went onsite to evaluate the issue and confirmed with customer that the cable issue belonged to an infusion pump. The equipment feeder cable is in perfect condition. There was no malfunction. The fse checked and the device is working to specification. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the suresigns vs4 nbp, spo2 indicating that the power cord is broken and it was sparking. The device was in clinical use at the time of the event. There was no adverse event reported.